Event description:
It is reported by the user facility staff member that during treatment, the "blood chamber leaked" causing an estimated blood loss of 5ml. It was discovered the chamber was not connected tightly by the patient care staff person and this caused the blood to leak out of the chamber. There was no patient adverse event as a result of this. A user error is alleged by the reporter to have occurred during set up of the device causing the 5 ml blood loss during treatment and no patient adverse event.

Manufacturer narrative:
The complainant facility was unable to provide a sample for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Based on the information provided, it is reported the device was mis-connected. The post market clinical department is awaiting the completion of the plant investigation. A supplemental medwatch report will be submitted upon completion of the investigation.